Event description:
(B)(4). It was reported that post-stenting procedure, client died due to an unknown cause. Target lesion #1 was located in the proximal left anterior descending artery (cass site #12) with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. It was treated by direct stent placement using a 4.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the 1st om (cass site #20) with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre¿dilatation and was attempted to treat with the placement of a 3.50 x 20 mm taxus liberte stent. However, the stent could not cross the lesion and the treatment was unsuccessful. The subject was discharged on aspirin and prasugrel. Consequently, the subject died due to an unknown cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that on (B)(6) 2011, the subject presented with retrosternal chest pressure and was diagnosed with stable angina. Cardiac catheterization was recommended. The subject was not on study drug and the study drug was last taken on (B)(6) 2012 and had never taken 'other antiplatelet medication' during the study. On (b)() 2012, the subject died due to an unknown cause at home. Autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that post-stenting procedure, client died due to an unknown cause. Target lesion #1 was located in the proximal left anterior descending artery (cass site #12) with 80% stenosis and was 12 mm long with a reference vessel diameter of 4.0 mm. It was treated by direct stent placement using a 4.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the 1st om (cass site #20) with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre¿dilatation and was attempted to treat with the placement of a 3.50 x 20 mm taxus liberte stent. However, the stent could not cross the lesion and the treatment was unsuccessful. The subject was discharged on aspirin and prasugrel. Consequently, the subject died due to an unknown cause.